Manufacturer narrative:
The reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found that excessive force and tissue thickness can result in device failure. A review of risk management files found that the reported failure was documented appropriately. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that while performing a meniscal root repair using a firstpass mini, the instrument became stuck in the posterior section of the knee. When attempting to remove it, the upper jaw of the firstpass mini has broken off in the knee. All broken sections were removed and knee x rayed at the end of the case to confirm that no metal was left behind. The procedure was completed with the same device and a short delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.